Event description:
It was reported that when the irrigation only extended tip was removed from the box, it was discovered to be broken into pieces. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was returned in its original, unopened package. Upon visual inspection of the device, the reported condition was confirmed. The black o-ring located on the proximal end was found broken. It is possible that storage environmental conditions might have affected the integrity of the rubber o-ring. No further assembly issues were observed. The device was not returned to the user facility, as it was scrapped by the manufacturer.

Event description:
It was reported that when the irrigation only extended tip was removed from the box, it was discovered to be broken into pieces. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.